Manufacturer narrative:
Device passed rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery alarm and displacement test. No excessive no delivery alarm. Scratched lcd window, cracked display window corners, cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she had blood glucose of 56 mg/dl and after she changed her site blood glucose went up to 176 mg/dl then 410 mg/dl. Customer had cataract surgery. During troubleshooting, customer mentioned the device alarmed a no delivery alarm. Customer called in another time regarding device alarmed multiple no delivery alarms. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.